Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the high insufflation unit front panel led does not light up, led was dim, and the led was flickering. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5, e1 (contact name should be blank), g2 (unmark user facility) and h6 (component code has been corrected to 4750 - bulb and remove 4012 - physical resistance / sticking from medical device problem code). Additional information added to fields d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction occurred due to defective segment of the front panel. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.